Event description:
During a coronary stenting treatment procedure, the catheter became stuck inside the stent. After predilating the mid left anterior descending (lad), 99% stenosed, calcified lesion with an angioplasty balloon catheter, the express2 3.0mm x 12 mm was deployed at 10 atms. The delivery catheter became stuck within the stent was unable to be removed. The physician was able to remove the delivery system using a whisper ms guide wire and a maverick2 balloon. The intervention to remove the stuck delivery device caused some stent damage, so the physician deployed another express2 stent within the previous stent to achieve a good result. There were no patient complications.